Event description:
Steris angio bed brought into or 17 for case. Hand remote and palm control tested by rn manager + noted to be working properly. Rn manager called to the room intraop for report of bed unable to change position. Rn manager called biomed and steris vendor rep to assist with troubleshooting. Angio bed unable to move per biomed/steris. Case finished with no patient harm noted. Steris rep stated the bed is unsafe for use and needs to be repaired. Bed removed from service; director of or made aware. Manufacturer response for steris angio bed, (brand not provided) (per site reporter) sales rep thinks the mother board is gone.